Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was caller stated that when they attempted to interrogate ins, it was taking a really long time to connect and while tablet was connecting, a red pop up appeared that contained verbiage of "device reset" or "clear" but caller bypassed message too quickly to see exactly what it said. As the tablet continued to connect, when it reached about 90%, a validation error message appeared with code 13 11 00 00 and then proceeded to connect with ins and enter the session. Caller was able to check impedances and diaries and saw the patient was using group e (neurosense group) most often and that was the group that was active. When caller went to programming screen, group e was listed, showing that it was neurosense group but all the programs had been cleared. Caller stated that patient had other groups (including other neurosense groups) and those were retained. Caller stated patient was doing well on group e and they were able to exit the current session, review the session report from last month to obtain the group e settings and then reinterrogate the ins and reprogram group e (as it was still blank) for the patient. Troubleshooting was not required. The troubleshooting steps that were taken on the call resolved the issue. Caller was driving and unable to get tablet on the call but tss reviewed that since caller was able to interrogate the ins, likely all apps are up to date but they can have healthcare it check when they call back to provide log files.  No symptoms reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The rep called in and provided the software version of the app. Logs were provided, but patient data services (pds) logs could not be obtained.